Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Correction: b5 - updated. H6: b17 - removed. H6: b13 - added.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.